Event description:
Customer was wearing the device on her back and her blood glucose was climbing to "high" (>500 mg/dl). She removed the device and noticed the cannula was kinked. No insulin dosages or additional bg history was reported.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm that the cannula was kinked or determine if some other malfunction or product condition could have contributed to the high blood glucose reported. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose)." It advises that "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)," and "you can avoid most risks related to using the omnipod system by practicing proper techniques and by acting promptly at the first sign of trouble."